Event description:
During use in simv with autoflow, a 'flow measurement failure' alarm was generated. The medical engineer checked the device and found out small flow. He listened to small breathing sound and confirmed spo2 decreased to 95, and he changed to manual ventilation. When he connected the test lung, it didn't inflate and the flow was also small. Later it was reported, that the pt was near to cardiac arrest and recovered with manual ventilation.

Manufacturer narrative:
The investigation was started, results will be reopened in a follow up report.the investigation was started, results will be reported in a follow up report.